Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture. The distal fractured segment was not returned for evaluation. If the cat7 is over-rotated or torqued against resistance, damage such as a fracture may occur. It was reported that the cat7 was torqued within the tortuous patient¿s anatomy and acute aortic bifurcation. Evaluation of the fractured location confirmed signs of torqueing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), and an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing). It was reported that the patient''s anatomy was tortuous and had an acute aortic bifurcation. During the procedure, the physician was aggressively torqueing the cat7. The cat7 was then visualized under fluoroscopy to be fractured. Therefore, the physician attempted to advance a guidewire through the cat7 to remove the fractured cat7 from the patient; however, the attempt was unsuccessful. The procedure was completed at this point. The patient was taken to open surgery to remove the fractured segment of the cat7. There was no report of an adverse effect to the patient.